Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while providing therapy. No patient harm reported

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened. The customer reported patient involvement with no harm to the patient.